Event description:
It was further reported that 51 days post index procedure, during the 6-month follow-up period of the study, the pt expired at a non-enrolling hosp. Per telephone contact with the pt's daughter (7/2005), she had been involved in a house fire 44 days post index procedure and suffered third degree burns over 50% of her body surface area. She died the following week from wound infection. Details of the hospitalization and treatment course are not available. An autopsy was not performed and the cause of death per investigator summary is infection secondary to burns.

Event description:
Clinical study: it was reported that 51 days after a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated on target lesion. Target lesion 1 was a 3.5mm vessel diameter, 80% stenosed region of the left main coronary artery (lmca). The target lesion was 8.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 3.5x12mm drug eluting stent without complication. Residual stenosis was 0%. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient expired 51 days post index procedure. The cause of death was listed as infection that related to burns the patient received in a fire that burnt over 50% of their body. In the opinion of the physician the target vessel was not involved with the event.